Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the skin. On 04/07/2026, per betabionics product complaints report and dexcom tech support follow up call to the patient on (B)(6) 2026 documentation, it was reported that the patient experienced inaccurate cgm values. The patient was using a betabionics ilet pump at the time of the event. On (B)(6) 2026 at approximately 9:30 pm, the patient noted the cgm readings rising above 300 mg/dl without associated symptoms. Due to a known history of cgm inaccuracy, the patient performed a comparison fingerstick blood glucose (fsbg), which showed a value of approximately 220 mg/dl. Despite the lower fsbg value, the automated insulin pump responded to the elevated cgm reading and delivered approximately 10¿11 units of rapid-acting insulin. Shortly afterward, the patient developed symptoms consistent with hypoglycemia, including feeling sleepy and ¿beginning to fade.¿ a repeat fsbg obtained prior to contacting emergency medical services (ems) showed a blood glucose of approximately 53 mg/dl; the corresponding cgm reading at that time was not specified. Ems was contacted, and upon arrival, the patient¿s fsbg was measured at 36 mg/dl, while the cgm displayed ¿low.¿ during ems evaluation, the sensor briefly malfunctioned and then failed. Ems administered sugar water, resulting in improvement of the patient¿s blood glucose and symptoms. The patient declined transport to the hospital and resumed using her insulin pump. The patient reported stabilization following treatment and has been doing well since the event. Per betabionics report, later the same day, the patient contacted her endocrinologist clinic and spoke with the endocrinology diabetes registered nurse (rn). She informed them that she was feeling better. On (B)(6) 2026 at 5:57 pm pst, the clinical summary visit notes were forwarded to betabionics, documenting the event and indicating that insulin pump data review confirmed low glucose readings at the reported time. The registered nurse (rn) advised the patient to replace the dexcom sensor due to reported issues, and the patient agreed. The patient had a scheduled follow-up appointment with her endocrinologist on (B)(6) 2026. During the rn follow-up communication (unknown date), the patient reported having replaced the sensor with a glucose reading of 160 mg/dl. On (B)(6) 2026 at 11:16 am pst, it was confirmed with betabionics tech support that the patient believed the event was related to a faulty dexcom sensor due to inaccurate cgm readings. The patient was advised on calibration practices for discrepancies and to contact support if further assistance was needed. At the time of dexcom follow up 0n (B)(6) 2026 the patient was doing well. Data was evaluated and the allegation was confirmed. The probable cause could not be determined via data. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. When ems arrived, the reported glucose values fall within the a zone of the parkes error grid. The data investigation found a difference in values that falls within the b zone of the parkes error grid. No additional patient or event information is available.